Manufacturer narrative:
Insulin pump was received with a no motor movement or negligible alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a pump error alarm. The customer's blood glucose was 117 mg/dl at the time of incident. The insulin pump did not pass displacement test. The device is not expected to be returned for analysis.